Event description:
The pt received a shock and went into the emergency room. He was hospitalized when the implantable cardiac defibrillator could not be interrogated. When the pt was last seen by his physician in august, the ICD battery voltage was 5.3v. The physician suspects that the device may have gone past its elective replacement point.